Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance. During inspection, contamination was identified within the fiber optic core, which may have impacted light transmission. Cleaning was performed using pre-moistened wipes; however, the contamination persisted, resulting in failure of the optical connection inspection. The optical connector was replaced. Additionally, damage to the rear housing was identified, and the housing was replaced. A comprehensive inspection of associated components was performed, with no additional issues identified. Following these actions, the controller was tested and reported to be functioning as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.